Event description:
When passing a wire through the dash sphincterotome, burrs were felt. There was no adverse effect on the procedure or patient. The procedure was completed without complication. The rep states the company is working on this issue.